Event description:
It was reported that the lead was capped due to high capture thresholds. The patient was asymptomatic and doing well. Patient monitoring will continue.

Manufacturer narrative:
(B)(4).